Event description:
It was reported that the patients spinal superion indirect decompression (ID) spacer has become dislodged. It was noted that no action was taken at this time per the physician. Additional information was not provided despite good faith effort attempts.